Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture appears to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavy lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified superficial femoral artery. The armada 18 dilatation catheter was advanced to the target lesion without issue. During the first inflation, the balloon ruptured at nominal pressure. The device was easily removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was then used. No additional information was provided.